Manufacturer narrative:
Device evaluation: only the device connector (part) was returned for investigation. Visual inspection noted no physical damage. Functional testing found the y fitting works as intended. Most probable cause of the event was tubing was not inserted fully to make a good seal. Complaint was not confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The part was scrapped.

Manufacturer narrative:
D4:UDI section is unknown. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the "t" hose connector is leaking air. And would not inflate pressure chambers. No patient injury reported.